Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a e105 lamp error. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, lamp error e105 was unable to be confirmed. The definitive root cause of the lamp error could not be determined. Olympus will continue to monitor field performance for this device.